Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the pump was dislodged during a gym class collision, after which the device was nonfunctional and no longer watertight, and a replacement was arranged. Symptoms included no reported impact to blood glucose and no adverse clinical effects. Outcomes included the user continuing diabetes management with cgm via the dexcom app or receiver and initiation of a replacement ilet with standard start-up. Investigation included collection of event details, confirmation of device shutdown and data sync instructions, and coordination for device return. Investigation of this device revealed physical damage to the touchscreen consistent with accidental external impact, rendering the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to external mechanical impact.